Event description:
It was reported that this patient required a revision procedure due to a dislodged lead. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.